Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. Dried blood was observed throughout the introducer sheath and embolization coil, and occluded the distal tip of the introducer sheath. Conclusions: evaluation of the returned device revealed dried blood throughout the introducer sheath and embolization coil. This dried blood occluded the distal tip of the introducer sheath where the distal tip of the embolization coil was located, and prevented the smart coil from being advanced or retracted through its introducer sheath. Continuous flush was reportedly used during the procedure, which suggests that the blood entered the introducer sheath after the reported resistance was experienced. Since the dried blood could not be flushed out, the smart coil could not be functionally tested through a demonstration microcatheter, and the root cause of the reported resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into the hub of a non-penumbra microcatheter, the physician experienced resistance. Upon checking the hub of the microcatheter, the physician noticed that the tip of the coil was stuck in it. The physician then made several attempts to advance the smart coil but the coil would not advance into the microcatheter; therefore, it was removed. The procedure was completed using another smart coil, additional coils and the same microcatheter. There was no report of an adverse effect to the patient.